Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed and insulin therapy resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.